Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The mss classified this complaint based on customer service rep (csr) documentation. A letter has been sent to the pt requesting a call back. The lay user/pt contacted lifescan (lfs) customer service alleging that the one touch ultra meter would not power on. The alleged issue first occurred on (B) (6) 2010 at 5 pm. The pt developed symptoms of "high blood sugar levels" 3 days following the onset of the alleged power issue. Pt's diabetes medication regimen includes glucophage and glucotrol. The pt did not take any actions in regards to his usual routine of diabetes management. The pt did not seek any medical attention/treatment. According to the troubleshooting performed with customer service, this was not the first time the meter was being used, there was no misuse of the product, the correct test strips were being used, and the battery needed to be replaced per the owner's manual. The pt did not have a battery to complete troubleshooting. This complaint is being reported due to the following conclusion(s): there was no evidence that the product malfunctioned. Due to user error, the pt developed symptoms of hyperglycemia 3 days following the onset of the reported issue. Replacement products were sent.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.